Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03342. The patient was implanted with an scs system on (B)(6) 2010 consisting of an ipg and percutaneous lead. It was reported that the patient is experiencing overstimulation at the ipg pocket when recharging his ipg. The reported sensation is also felt when he utilized the magnet to turn the stimulation off. In addition, it was reported that his stimulation turns on by itself. In an effort to resolve this matter, a replacement charging system was shipped to the patient. The results of the intervention method have not be disclosed. No further information is available.